Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Consumer states that when he hits a threshold sometimes the tire comes off of the rim on the front left caster.